Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not hearing properly with the device. The patient was advised to wear a tight band over the implant for 20 days and further tests will follow.

Manufacturer narrative:
Conclusion: the device's received condition does not permit the exact position of wire fractures to be identified, but based on the received information from the field and the manufacturers experience, it is assumed that damage to the active electrode likely caused by minute device mobility, was determined to have led to device failure over time. Damages found during investigation could be related to the removal surgery. The stimulator electronics operates within normal limits. This is a final report.

Event description:
The patient is not hearing properly with the device. The patient was advised to wear a tight band over the implant for 20 days. The patient wore the head band for 1 month; however in-situ measurements showed the same results, it was impossible to determine the impedance value. The patient has been re-implanted.